Event description:
Years of unexplainable autoimmune illness. Tested for lupus/rheumatoid arthritis, brain MRI scans, multiple sclerosis, lyme, fibromyalgia. Significant breast pains, abnormal mammogram and ultrasound. Unexplainable rashes, and swelling. Been multiple rheumatologist, gastroenterologist, ent, traditional western medicine doctors. Years of muscle spasm, cognitive, nerves issues. The amount of emotional trauma endured by testing and drugs on my family and myself are immense. Thousands of dollars spent searching for culprit only to explant mentor cohesive gel 450cc sub muscular implants to find the culprit. Silicone and heavy metal toxicity? The implant also had a defect crease/compromised sit upon removal. Video of enbloc does not match defect line. These devices are slowly killing people. I would have never believed it myself until getting the implants out!!! I should have been more informed by my plastic surgeon on the ingredients, risk, life span of these toxic bags. Imagine if this were your wife, sister, or daughter. FDA is failing us. FDA safety report ID # (B)(4).